Event description:
Lead capped due to noise on 26-jun-2019. Lead manufactured by st. Jude case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).